Manufacturer narrative:
(B)(4). Device was not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during orthognathic surgery, surgeon was performing osteotomy. The bone fractured in a way they didn't expect, which made screw placement very difficult and the screw ended up binded. Surgeon decided to take out the screw as it was not at the proper position, but he had problem taking out the screw. Eventually screw was removed from the patient. The screw broke; the screw head was sucked up in the suction, and they were able to retrieve the shaft of the screw. There was ten (10) minutes surgical delay to remove the screw. The surgery wasn't completed as planned. Reportedly there was no other medical intervention required. This is report 1 of 1 for (B)(4).